Event description:
Event description guidant received information that during the procedure to implant this pacemaker the distal setscrew was not able to be tightened. The device was not implanted, but another device was successfully implanted during the same procedure. The device was returned for analysis.